Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of detachment of the base of a statlock is confirmed, and the cause is determined to be manufacturing related. The device returned was one PICC plus statlock device with movable posts. Visual observation found that the device had its base completely detached from the pad. The device¿s pad manifested a clear imprint of the base on the pad, and some material was missing from the entire outline except for the right side and the right side of the top. A small amount of foam material was found on the bottom and the left top of the base. A sample PICC plus device was used for comparison. The base was pulled off the pad, which required significant force, and the separated surfaces examined. The outline of the base on the pad was easily visible and marked by missing foam material. One chunk in particular came away on the bottom of the base. It is evident that the statlock device returned did not have a standard coverage of adhesive binding the base to the foam. This resulted in susceptibility to detachment. The device will be sent to the manufacturing site for further evaluation. Mfg conclusion: the complaint for detached retainer has been confirmed per evaluation. The root cause for reported event is related to manufacturing due to no and poor application of adhesive. A lot history review (lhr) of juayf413 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that, when the statlock was going to be replaced, it was noticed that the plastic part of the anchor pad was detached from its underlying adhesive pad.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of juayf413 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that, when the statlock was going to be replaced, it was noticed that the plastic part of the anchor pad was detached from its underlying adhesive pad.